Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, after which the cgm error code did not reappear, and the customer successfully started their sensor session.